Event description:
Operating room staff reported that during the right hemicolectomy procedure, the stapler handle (covidien endo gia ultra universal stapler) fired fine with the first loads but with the third staple load, it would not fire.